Event description:
It was reported that on (B)(6), during the catheterization procedure, after the catheter was delivered, when the tear able sheath was removed, it could not be completely torn off. The catheter had to be withdrawn and replaced with a new one. When the sheath was subsequently removed separately, it was found that it could not be torn off and scissors had to be used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel was determined to be manufacturing related. One photograph of a 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter with a microintroducer around the catheter. The t-handle was observed to be partially split but a distinct ring of orange plastic remained around the catheter shaft in the returned photograph. The uneven break in the t-handle was determined to be manufacturing related. Bd is working to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.